Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed an effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was informed that patient died. A patient underwent a faraview ablation procedure to treat a persistent atrial fibrillation using a farawave catheter. The patient declined recommended overnight observation and was discharged home per their request. Approximately five hours post procedure, the family reported the patient aspirated at home, subsequently coughing, collapsing forward, and becoming unresponsive with fluid noted from the mouth. The patient turned blue and once the patient was turned over, cardiopulmonary resuscitation (CPR) was initiated, and the patient was transported to the emergency room (ER), where they were pronounced deceased on (B)(6) 2025. No autopsy was performed, and the family believes the patient aspirated leading to the death. The physician did not believe in their opinion that the device or the procedure contributed to the event. The farawave catheter is not expected to be returned for analysis as it was disposed.